Event description:
It was reported that during use of this cannula in a left shoulder arthroscopy, the tip broke off inside the surgical site. This was noted while removing an instrument through the cannula. The procedure was changed to an open procedure to remove the broken tip. The surgical site was well irrigated to remove the broken pieces but it is unk if all pieces were retrieved. To date, there are no known post-operative pt problems.

Manufacturer narrative:
Investigation results: an investigation of this device could not be performed as the product was disposed of by the facility. A corrective action is in process for this failure mode. Conmed linvatec will continue to monitor this product for failures.